Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the complaint was not received until 16 months post explant. As a result the battery has depleted and the device has no telemetry. Further testing cannot be performed as a result.

Event description:
It was reported that the implantable pulse generator (ipg) device reached premature depletion. Therefore the ipg was removed and replaced with a new device. No patient complications have been reported as a result of this event.